Event description:
There was an allegation of a questionable false positive elecsys hiv duo result from the cobas pro ssu for one patient. The customer tested the sample in two labs, with the e 801 as well as an e 402 analyzer. The results were reactive. The initial result was 122 coi (reactive). The second result was 122 coi (reactive). The third result was 123 coi (reactive). The fourth result was 123 coi (reactive). It was not provided which analyzer was used for each result. The sample was sent to a public health lab, where the result was non-reactive. The customer deemed the non-reactive result to be correct.

Manufacturer narrative:
The cobas pro ssu serial number is (B)(6). The calibration and qc were passing at the time of the event. Per product labeling, "all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms. The subresults for either hivag or ahiv can be used as an aid in the selection of the confirmation algorithm for reactive samples." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that the assay is performing within specifications.